Event description:
Reportable based on the product analysis completed on (B)(6) 2014. It was reported that during a percutaneous coronary intervention (pci) procedure, a shaft kink occurred. The 80% stenosed target lesion was located in the right posterior descending artery (r-pda), 24 mm long with a reference vessel diameter of 2.5 mm. The lesion was pre-dilated. During the advancement of a 2.50 x 28 mm promus element plus stent the device kinked during insertion and the device was removed. The physician then implanted two 2.50 mm x 28 mm and 2.5 x 20 mm promus element plus stents. Following post-dilatation, residual stenosis was 0%. However, the returned product analysis revealed that the shaft fractured.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual examination identified the hypotube was broken and only the distal section of the device was returned. The hypotube break was located 93cm proximal to the midshaft bond. Two severe kinks were located 10mm and 37mm distal to the breakpoint. Additionally there were minor kinks more distal on the hypotube. No issues were noted with the crimped stent which measured 28mm in length, tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).